Event description:
It was reported the customer had air bubbles in their reservoir. It was also found the customer had a no delivery alarm. Customer's spouse stated they were able to resolve the no delivery alarm by changing their site. The customer's blood glucose was 110 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.